Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital after experiencing a fall. It was noted that the patient had a pulse generator, but the device could not be interrogated. It was suspected that the device had reached end of life. It was unknown when the device reached elective replacement indicator and end of life. The device was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.